Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved glidesheath slender was used; the doctor was performing a diagnostic left heart catheterization from a right radial access. During the case, while the catheter was positioned in the sheath, there was a slight leak around the catheter. This leak accumulated into a mess under the drape from the blood. The blood loss was minimal; however, was more than what a hemostatic valve should allow with a catheter in position across the valve. The procedure outcome was a success. The blood loss was less than 250cc's. The patient condition was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr glidesheath slender sheath was received for product evaluation. Visual inspection revealed that there was no damage seen on the device. The sheath was then subjected to leak testing per. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged underwater for approximately 30 seconds. No air bubbles were observed. A dilator for investigational purposes was then inserted into the sheath. This assembly was submerged in water, and air bubbles were detected for 30 seconds. To check for damage at the crosscut valve, the valve was dissected and observed under microscope. Damage was observed at the center of the crosscut valve, there was a small tear close to the center of the valve. No gross anomalies or damage was seen on at the sheath inner lumen hub. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely the damage found at the center of the valve was due to dilator off center insertion. However, the exact cause of the reported event cannot be definitively determined based on the available information.